Event description:
Procedure: carotid endarterectomy. Reportedly, the original procedure was completed without any reported incident. The next morning the pt coughed and the suture along the endarterectomy broke. Subsequent to the suture breaking an emergency tracheotomy had to be performed as did an anteniotomy. The facility reports pt suffered hypoxic brain injury.